Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed the explantation of one of the previous cuff components and decided to leave the other cuff from the prior surgery in place because removing it posed a higher risk and did not interfere with placing a new device. The physician proceeded to implant a new cuff device along with a new balloon and pump, completing a full replacement of the system. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.